Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic for sensing anomalies on the pacemaker (pm). It was observed that the patient had bigeminy rhythm and when initial reprogramming attempted there was premature ventricular complex (pvc) observed on the pm. The device was reprogrammed exhibiting no further issues. The patient remained in stable condition before, during, and after the reprogramming.